Event description:
This guidewire was noted on (B)(6) 2013 because it broke as it was passed through the guidewire during implant of the coronary sinus lead. The physician had to change and use other guide. The physiican was (B)(6) no additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)